Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having headaches, sinus infections and taking 2 different antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having headaches, sinus infections and taking 2 different antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer completed an internal visual inspection. The manufacturer found evidence of unknown dust contaminant in the blower cap, blower, and inside blower of the device. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown dust contaminant on the lift tray, dry box seal, fip lid seal, bottom enclosure, and heater plate. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-53. The manufacturer concludes the contaminates found were consistent with an unknown dust. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.